Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean various components of the pump, but issues persisted. The customer was able to fill and load a new cartridge onto the pump and resume insulin delivery.